Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed autofill calibration while installing new datasettes. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) determined that the fill sensor needed to be adjusted. After this was done, the iabp successfully passed the autofill calibration. In addition, all functional and safety tests were passed to factory specifications and the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed autofill calibration while installing new datasettes. There was no patient involvement and no adverse event was reported.